Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the display on his pump is dim and difficult to read, especially outside in the daylight, and has been this way for a while. He alleges that he has experienced both hypo- and hyperglycemia due to difficulty in reading the screen. When exercising outdoors he has disconnected the pump or had to eat if he felt he was going low, because the display to was too dim to read. No blood glucose values or symptoms are provided. The blood glucose excursions do not meet the criteria of an adverse event. This complaint is being reported because the dim display issue is not resolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 07/10/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on to the verify screen with a faded display that was difficult to read. The pump display screen was replaced with a test screen and the display returned to normal. .